Manufacturer narrative:
The pump was received with normal operating currents and no unexpected off no power or low battery alarm or blank display noted. All the buttons functioned properly and no moisture damage on the keypad traces, lcd screen, electronic assembly or motor was noted. The pump was received with a motor error alarm during the occlusion test and was unable to prime during the prime test due to a faulty force sensor resistor. The motor passed the motor test. The pump had a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube window. The pump was received without the belt clip and no physical damage to the belt clip slot area was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device had fluid condensation underneath the lcd display. Customer mentioned the device would not turn on. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.